Event description:
The pump jammed deuring operation. No pt injury was reported resulting from this event.

Event description:
The pump jammed during operation. No patient injury was reported resulting from this event.